Event description:
The customer was hospitalized for low bgs. The customer indicated that the cause of bgs is unk. The customer mentioned that they could not get a good reading from their meter in time to find out that they were low. In addition, the customer kept getting an error alarm. Troubleshooting was performed. The programming and histories on the pump were accurate.